Event description:
The display screen on the device is blank. The product problem was discovered during equipment check and no patient was involved.

Manufacturer narrative:
The device is an automated external defibrillator (AED) and the actual device involved was evaluated. Evaluation of the device found that the display showed only vertical lines; no info was displayed. Investigation determined that the device malfunction was caused by the failure of the lcd display assembly. Replacement of the lcd display corrected the malfunction. The repaired device was returned to the customer after passing acceptance testing.